Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a steel 6 mm contact/detach infusion set and contacted support for assistance with a cartridge change; the agent provided troubleshooting and education, including a full cartridge replacement with proper rewind, tubing fill, reconnection, and cannula fill, after which insulin therapy was resumed. Symptoms included feeling tired. Outcomes included transient elevated glucose with a reported peak of 210 mg/dl and duration above 180 mg/dl for approximately two hours, without use of backup therapy, ketone testing, or medical intervention. The user also reported a recent ankle fracture from a non-diabetes-related fall and was taking medications, with the cause of the hyperglycemia unclear. Investigation included technical support guidance and user-led corrective actions that restored therapy. Investigation of this case revealed no device malfunction reported and no component failure identified, with education and proper setup resolving the issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not determined.